Manufacturer narrative:
Company comment: the serious event of abscess at implant site and the non-serious events of erythema, inflammation, mass at implant site, purulent discharge and wound were considered expected and possibly related to the treatment. Seriousness criteria include the need for medical and surgical interventions to prevent permanent damage. The potential root cause is the treatment procedure, or injection procedure associated with inadequate aseptic technique. The event wound was secondary to the surgical intervention. The sculptra was intentionally misused by injecting with a 22g cannula. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. A batch record review was performed. No potential quality issueshave been identified in the manufacturing process of the specified batch. The batch is manufacturedand released according to galderma quality management system. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2023 by a nurse which refers to a 64-year-old female patient. Additional information was received on 24-mar-2023 from the same reporter. The patient had no known allergies. No information about medical history, concomitant medication, or previous filler treatments has been provided. On (B)(6) 2023, the patient received treatment with 18 ml of sculptra (lot 2j3746), 9 ml to each side of pre-auricular, temple and jaw line using 22g cannula with unknown injection technique for skin laxity. The sculptra was injected with 22g cannula (intentional device misuse). On (B)(6) 2023, the patient experienced red (implant site erythema), inflammed (implant site inflammation), lump (implant site mass) on the left temple, of mild to moderate severity. The hcp prescribed doxycycline [doxycycline] 100 milligrams daily for one week. The hcp had tried to lance the lump and expelled some pus (purulent discharge), but the lump did not improve. On (B)(6) 2023, the hcp had sent the patient to a plastic surgeon for review. The plastic surgeon had planned to admit the patient to the hospital for a day procedure to clean out the area and leave open and pack with gauze until healed. The surgery had been scheduled on (B)(6) 2023. On (B)(6) 2023, the patient was admitted to a hospital for a day procedure with a plastic surgeon and surgically the abscess (implant site abscess) was cleaned out. The wound (wound) would be packed twice weekly. Outcome at the time of the report: abscess was not recovered/not resolved/ongoing. Red was not recovered/not resolved/ongoing. Inflammed was not recovered/not resolved/ongoing. Lump was not recovered/not resolved/ongoing. Pus was not recovered/not resolved/ongoing. Wound was not recovered/not resolved/ongoing. Sculptra was injected with 22g cannula was recovered/resolved. Tracking list: v.0 initial v.1 fu received on 29-mar-2023 from same reporter. Case upgraded to serious. Events (implant site abscess and wound) added. Hospitalization date, outcome and corrective treatment details were updated. V. 2 batch record review result was received on 14-apr-2023.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 21-mar-2023 by a nurse which refers to a 64-year-old female patient. Additional information was received on 24-mar-2023 from the same reporter. The patient had no known allergies. No information about medical history, concomitant medication, or previous filler treatments has been provided. On (B)(6) 2023, the patient received treatment with 18 ml of sculptra (lot 2j3746), 9 ml to each side of pre-auricular, temple and jaw line using 22g cannula with unknown injection technique for skin laxity. The sculptra was injected with 22g cannula (intentional device misuse). On (B)(6) 2023, the patient experienced red (implant site erythema), inflamed (implant site inflammation), lump (implant site mass) on the left temple, of mild to moderate severity. The hcp prescribed doxycycline [doxycycline] 100 milligrams daily for one week. The hcp had tried to lance the lump and expelled some pus (purulent discharge), but the lump did not improve. On (B)(6) 2023, the hcp had sent the patient to a plastic surgeon for review. The plastic surgeon had planned to admit the patient to the hospital for a day procedure to clean out the area and leave open and pack with gauze until healed. The surgery had been scheduled on (B)(6) 2023. On (B)(6) 2023, the patient was admitted to a hospital for a day procedure with a plastic surgeon and surgically the abscess (implant site abscess) was cleaned out. The wound (wound) would be packed twice weekly. Outcome at the time of the report: abscess was not recovered/not resolved/ongoing. Red was not recovered/not resolved/ongoing. Inflamed was not recovered/not resolved/ongoing. Lump was not recovered/not resolved/ongoing. Pus was not recovered/not resolved/ongoing. Wound was not recovered/not resolved/ongoing. Sculptra was injected with 22g cannula was recovered/resolved. Tracking list: v.0 initial v.1 fu received on 29-mar-2023 from same reporter. Case upgraded to serious. Events (implant site abscess and wound) added. Hospitalization date, outcome and corrective treatment details were updated.